Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. Then the pump battery gauge dropped from (B)(4) battery life to (B)(4) while the pump was plugged into a power source, then jumped back up to (B)(4) battery life. In addition, the customer reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections of levemir and novolog available as alternate insulin therapy.